Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on the day of the event the patient experienced feeling dizzy, lost consciousness, and fell on his porch. The patient stated that before they lost consciousness, the cgm reading was 75 mg/dl, and dropped to 45 mg/dl, in a matter of 15-20 seconds. He did not remember how long he was unconscious for, but after a few minutes the patient was found by his wife. His wife gave him an orange juice after which the blood glucose reading went up, and the patient felt better after this. No fingerstick was taken during this time. The patient recovered and did not seek medical help on that day. The next morning, the cgm reading was ¿fine¿, but the patient felt weak and couldn't get out of his bed. His wife called an ambulance, and the patient was taken to the emergency room (ER). The patient was diagnosed with 4 broken vertebrae and 5 broken ribs caused by the fall the day earlier and was admitted. The patient was given oral oxycodone for the pain and unspecified intravenous medication. No further medication was reported, and the patient was discharged after 5 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.